Event description:
The report indicated that the customer experienced an issue with the cartridge not fitting properly on the pump. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer was guided by technical support to clean the pneumatic tap area and instructed to reload a new cartridge. After assistance, the customer successfully loaded the cartridge and planned to resume insulin delivery following the call.